Event description:
The customer reported there is no image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the display adapter pcb cable. (B)(4).